Manufacturer narrative:
(B)(4). Date of initial report: 10/12/2016. Date of follow-up report: 11/04/2016. One used ls1020 ligasure device was received for evaluation. Inspection of the returned sample found tissue caked within the jaws, preventing them from opening. After the tissue was removed, the device worked normally and within specifications. Testing on simulated tissue yielded acceptable results and a visual seal effect without sticking was observed. The jaws would also open and close normally using the handle. The cause of this issue is attributed to be user error with maintenance of the device. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing factors.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not reopen after application to tissue. Tissue resection was performed to remove the device, and no patient injury resulted.